Event description:
It was reported that following a trial procedure, the patient began itching and tried to take benadryl however, patient ended up in the ER (emergency room) for the itching. The ER doctor changed the dressing to a paper tape dressing to account for allergic response to the dressing itself. The following day, patient consulted her physician and was assessed that there was nothing unusual about the site or surrounding areas. No redness, warmth, or drainage with skin all intact. The patients leads were removed without complication and the explanted leads will not be returned as they were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).